Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the skin. Date of event is an approximation. On (B)(6) 2020, it was reported that the patient reported that she experienced a wearable failure which resulted in a hospitalization. The patient further stated that she ¿almost died¿, however, no specific physical symptoms were reported. The patient refused to provide dexcom with any further event information, including medication and treatment details. It was also not specified how long the patient was in the hospital prior to discharge. The patient threatened to disconnect the call as she can no longer recall the specifics of the event. No other patient or event details were available. This event happened around 5 yrs ago, but the patient can't remember the exact date. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.